Manufacturer narrative:
(B)(4). Concomitant therapies: spironolactone, thyroid medication. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "swollen vein or blood vessel protruding from the left temple area", "left side is distorted from the right side and something is not circulating at the left temple¿ and "biofilm infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿ "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Precautions ¿ "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection." Adverse events: ¿ "the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Postmarket surveillance "the following adverse events were received from postmarket surveillance for juvéderm® ultra plus (without lidocaine) which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm® ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the health care professionals included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision. Additionally there have been reports of nodules, infection, and inflammation. ¿ the onset of infection generally varied from immediate to 1 month post injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs."

Event description:
Patient reported they were injected about one year ago with one syringe of juvéderm voluma® xc in the cheeks and temple, one syringe of ¿juvéderm® xl¿ in the temple, and restylane. Immediately after injection patient experienced a swollen vein or blood vessel protruding from the left temple area. The patient also reported that ¿the left side is distorted from the right side and something is not circulating at the left temple.¿ patient was diagnosed with a biofilm infection. Patient was prescribed cipro and dexamethasone for one month and had a series of hyaluronidase injections. The symptoms never resolved. Patient was concomitantly taking metformin, spironolactone, and a thyroid medication.this is the same event and the same patient reported under MDR ID #3005113652-2016-00857 ((B)(4)). This MDR is being submitted for the second suspect product, ¿juvéderm® xl,¿ also a device manufactured by allergan.